Manufacturer narrative:
Multiple attempts were made to obtain information regarding when the malfunction occurred, patient injury, patient demographics and what was done to solve the issue. The customer provided the statement that there was no patient injury, but did not provide the other requested details.

Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of this fogarty catheter would not deflate. Multiple attempts have been made to follow up with customer for additional event information specifically when occurred, patient injury, patient demographics and how issue was resolved. Device was discarded at the facility.